Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a 6fr non-boston scientific introducer sheath was introduced, a 6fr mach 1 guide catheter was engaged. The lesion was crossed with a jupiter guidewire. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres (atm) for 30 seconds. Succeeding dilatations as follows: second inflation at 12 atm for 30 seconds, and third inflation at 14 atm for 30 seconds. However, during the third or fourth inflation from distal to anterior at 14 atm for 30 seconds, the balloon ruptured. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 12 atm, the balloon also ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.